Event description:
Heparin line on car 172 was improperly clamped (clamp did not capture line entirely) and resulted in patient loss of blood (400-600 ml); patient taken by ems to emergency department where she was treated with normal saline; hgb 7.9, down from 10.1 earlier in month.